Event description:
On (B)(4) 2012, lifescan contacted the lay-user/patient from USA; at the time of the call the patient was alleging an unknown error message with the one touch verio iq meter. The patient did not allege any harm or injury because of the reported issue. At the time of troubleshooting, the patient refused to troubleshoot the subject meter. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed an unknown error message with the meter. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation. (Serial #) information was not provided.